Manufacturer narrative:
Results - fifty retain lots were checked visually and no appearance of defect such as damage or molding defect was found on fg-la needle hub threads or rubber sleeves. Then, each silicone amount on the fg-la was measured for 8 sets and the results showed all were within the standards. Next, each sample of the 8 samples was connected to a bd single use holder and 10 bd blood tubers were inserted to sample water. As a result, they could sample water normally without side-pierced rubber sleeve, rubber sleeve recovery defect, leakage or any other abnormality. The manufacturing and inspection records of the lot concerned were reviewed and no abnormality, which could be related to the reported event was found. Conclusion - without a customer sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. The maximum quantity of blood should be 10 for the item concerned, therefore, it was supposed that the reported event might be caused by the influence of 16 blood tube insertions.

Event description:
It was reported that 21 g x .75 in. Bd vacutainer® safety-lok¿ blood collection set had a rubber needle cover that did not retract after multiple insertions. The user was drawing 16 tubes of blood and noticed spilling. No injury or medical intervention reported.